Manufacturer narrative:
(B) (4). (B) (4). The customer reported the device was discarded. The lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report. Eight unused representative samples with the same part number as the complaint device was returned for evaluation. Functional testing was performed and the devices passed with acceptable results. No manufacturing or abnormal observations were detected. A root cause for the complaint device reported experience could not be determined based on the investigation findings from the tested samples. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
Device issue: unknown. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that an operator trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an unspecified device failure occurred. A non-abbott device was used to achieve hemostasis. There was no reported patient adverse effects. Though requested, no additional information was provided.